Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced "hypoglycemia" and was unable to self-treat, requiring treatment of "gluco gel" by a third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced "hypoglycemia" and was unable to self-treat, requiring treatment of "gluco gel" by a third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. Damage to the usb port did not affect the use of the reader, as the reader was able to charge and connect to approved software. Control solution testing was attempted to be performed. Test did not fire. The returned reader was de-cased and visual inspection was performed. Debris were observed inside strip port. Therefore the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced "hypoglycemia" and was unable to self-treat, requiring treatment of "gluco gel" by a third-party. No further information was provided. There was no report of death or permanent injury associated with this event.